Event description:
Primary stability and osseointegration was not achieved.

Manufacturer narrative:
Physical analysis cannot be performed as product was not returned. Customer reported no osseointegration.